Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
This patient reported acute dizziness and swelling at the implant site in early (B)(6) 2015 and received corresponding treatment. The patient had good access to sound with the device until (B)(6) 2015. Since then, there was no longer access to sound with the device. In situ testing showed 6 channels with increased impedance and 2 involved in a short circuit. An accident or trauma is unknown. An x-ray showed the array to be in the cochlea.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted, apart from several fatigue wire breakages, which only affected one or two electrode channels. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely acute dizziness and swelling around the implant pocket. This is a final report.

Event description:
This patient reported acute dizziness and swelling at the implant site in autumn 2015 (patient was implanted in 2012) and received corresponding treatment. The patient had good access to sound with the device until then, but since the start of this infection he had no longer access to sound. An accident or trauma is unknown. The patient has been re-implanted.